Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. A device history review was performed and no non-conformances were identified related to the reported condition. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to failure to follow instructions, which is unauthorized repair (user error). UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cover pin of the battery handpiece/modular device was absent, and the cap nut was scratched as if it was unscrewed without a special tool. It was further observed that the housing was scratched on the border with the plate, the pins were not pressed to the level of the surface of disconnect sleeve, and the fillister head screw was not screwed up to the end. It was further observed that the device had a component damage, leak tightness test failure, sticky trigger, would not run, the moving parts did not move smoothly, and was unable to be assembled. It was further determined that the device failed pretest for check function of device, check for wear on housing, check fitting of the lid, check roundness of housing, check for sticky triggers, check for mechanical free moving, check the cannulation, check the attachment coupling, leakage test using bubble emission technique and general condition. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.